Manufacturer narrative:
MFR's report date: 01/26/2011. (B)(4). Customer medwatch states date of event (B)(6) 2010, but as described below, note attached to receive set states (B)(6) 2010. Customer medwatch states set model 10015048, catalog# 2200-0500, but set received was model/catalog # 2200-0500. Set was received for investigation in 2 pieces, attached to an empty bag of vancomycin with a label stating to infuse at 60 ml/hr. Note attached stated "(B)(6) 2010 - pt found IV tubing fluid (vanco) leaking and saw the 'blue' part disconnected." The set was observed to have the upper fitment broken in 2 and separated, not the lower fitment. No crush marks were noted on the part of the upper fitment that would fit inside the pump module. The root cause was not identified, however, it is not believed to have occurred during the mfg process, as the user would not have been able to prime the set with this level of damage to the upper fitment. Tests were performed to attempt to duplicate the failure while loaded into a pump, but the damage could not be replicated.

Event description:
Customer reported that set had been primed without difficulty and was infusing IV fluid with electrolytes at 100 ml/hr. After the infusion was running for an unspecified length of time, the nurse noted fluid to be leaking on the floor, opened the door, and noted the set to be "disconnected at port directly about [above] the slide port," presumed to indicate the junction of the silicone segment to the lower fitment. No pt harm was reported. No add'l patient or event info was available.